Event description:
The initial complaint was filed by the end user as "pencil works intermittently". The suspect device was returned for eval. During eval at conmed electrosurgery is when the adverse event took place. During testing of the returned device, our investigator was burned by rf energy through a hole in the hyfrecator pencil strain relief. The small burn was sustained on his right hand (palm area). Investigator stated that he was alright. No medical intervention was needed.